Event description:
It was reported during the implant attempt that the right atrial lead wasn't placed due to high impedance and high thresholds in several positions. It was also noted that the helix didn't come out completely and it was taking more than twenty-five turns to deploy. A new lead was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.